Event description:
It was reported by svc report that the breakaway does not always lock due to the release bar. The customer reported that they did know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Release bars.